Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off event on 20-jun-2024 and 21-jun-2024. The infusion set was in use for less than a day both. No further information available.